Event description:
The patient presented asymptomatic to a routine follow-up visit. Upon interrogation, the ICD was found to have entered into a hardware reset. The memory map was retrieved for analysis. Technical services recommended explant of the device.